Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient¿s remote communicator¿s call doctor light was illumined red. Boston scientific latitude customer services (lcs) had inquired if the communicator¿s indicator light was illumined. If the indicator light was not illuminated then the patient¿s communicator needs to be replaced. If the indicator light was illumined then there is a red alert that is unable to be uploaded to the server. Red alerts are conditions that could potentially leave the patient without available device therapy. Attempts were made to identify the device, hospital/clinic and physician information as well as if the indicator light was illuminated or not without success.